Manufacturer narrative:
(B)(4). Date sent: 1/26/2026. B3: event year only reported: 2025. D4 batch #: y7060a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off and not returned, with the remaining blade portion scratched and showing evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, which is a probable consequence of blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like "blade error detected," "relaxed pressure on blade," or "replace instrument." Continued usage of a damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7060a, and no non-conformances were identified.

Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided. No patient consequence reported.